Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although some evidence points to a higher rate of occurrence in women using breast pumps versus those who are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump use causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer has confirmed that she no longer breast feeds and solely uses a pump. The customer also confirms that the doctor advised to continue expressing the breast with either hand or pump to help improve the mastitis. The customer has provided the serial numbers of the devices that she believes are defective. The customer care team are liaising with the customer to determine further information and to confirm which devices and/or accessories may need to be returned. To date no devices have been recieved. If the investigation determines any further information, a follow up report will be sent. The customer claims that she had to buy a new pump as she needed it for travel, rather than wait for a replacement. Therefore, she has requested a refund.

Event description:
Customer reported on 04th august 2024 from the us that her elvie pump and replacements had broken down. Cu stated that despite receiving three replacements from elvie, each pump has failed to function properly which leads her to believe that it is a charging issue. The customer claims that after only a few days of use the pumps have not turned on and subsequently the frequent breakdowns and poor performance of the pumps have caused nipple pain and mastitis. Customer noted that her baby is accustomed to bottle feeding and she no longer breast feeds. Customer was seen by a doctor and was given pain killers and antibiotics. They doctor also advised to express the breast either by hand or pump.